Manufacturer narrative:
D2b: pro code (product code): dqy.

Event description:
It was reported that deflation issue occurred. The target lesion was located in a fistula. An 8.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation through a sheath. During initial inflations, the balloon inflated normally and was removed in a fully deflated state. However, when the balloon was used for the second time, it would not fit back through a 6f sheath. Physician's assessment is that the issue is occurs with multiple athletis balloons due to slow deflation and poor re-wrap of the balloon. After multiple attempts such as diluting contrast, using just saline, pulling negative on the balloon to wrap tighter, and added force trying to get the balloon back into the sheath, the balloon would still not re-enter the sheath. The catheter was noted to be bent and kinked. A second 8.0mm athletis balloon catheter was used with the non-boston scientific sheath for the second dilatation. No patient complications were reported.